Event description:
The hospital reported that during a surgical ablation procedure, there was bleeding in the transverse sinus. It was reported that the bleeding occurred after using dissection tools (non-cs devices) to dissect the transverse sinus. The cardiac surgeon decided to convert to an open chest procedure to complete the case. In the same procedure, a malfunction of the flex 10 device was reported (unrelated to the bleeding). During fa investigation, the device malfunction was determined to be reportable malfunction (protruding coax cable).

Manufacturer narrative:
Investigation details: investigation was completed and it was found that the capacitor failed which resulted in a hole with smoke on the sheath. The coax cable was protruding through a hole in the sheath. Lhr review was completed, and there was no non-conformance associated with this lot number.